Manufacturer narrative:
H10: the customer replaced the data acquisition (da) printed circuit board assembly (pcba) to resolve the reported issue. Once the device passes required performance verification tests per philips standards it will be returned to service. The investigation is ongoing.

Manufacturer narrative:
H10: the customer replaced the data acquisition (da) printed circuit board assembly (pcba) to resolve the reported issue. Once the device passes required performance verification tests per philips standards it will be returned to service. Attempts have been made to obtain further information about pvt testing, but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the device registers tidal volume when not connected. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse had the customer go into service mode, verified in service mode device is reading -5.1 average air slpm when set to 0. Advised customer that per manufacturer to replace the flow sensor assembly and if problem is still there, replace the data acquisition (da) board. Customer requested part number and price for both.